Event description:
Information received indicates the head section will not go down using the controls or CPR.

Manufacturer narrative:
The technician found the hydraulic manifold was faulty. The technician replaced the hydraulic manifold to repair the bed.